Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as 2134265-2010-00935. It is reported that during device preparation of a percutaneous coronary interventional procedure, balloon separation from the balloon catheter occurred. While attempting to remove the protective cover during the preparation of a 4.0 x 15mm over-the-wire flextome cutting balloon the balloon became separated from the balloon catheter. A second 4.0 x 15mm over-the-wire flextome cutting balloon was opened and resulted in the same problem. A third balloon, a 4.0 x 10mm flextome cutting balloon, was opened and prepped without incident. This balloon was used to complete the procedure. No patient complications occurred. The patient status was satisfactory.

Event description:
Same case as 2134265-2010-00935. It is reported that during device preparation of a percutaneous coronary interventional procedure, balloon separation from the balloon catheter occurred. While attempting to remove the protective cover during the preparation of a 4.0 x 15mm over-the-wire flextome cutting balloon the balloon became separated from the balloon catheter. A second 4.0 x 15mm over-the-wire flextome cutting balloon was opened and resulted in the same problem. A third balloon, a 4.0 x 10mm flextome cutting balloon, was opened and prepped without incident. This balloon was used to complete the procedure. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the balloon was detached from the shaft with the balloon protector still on the balloon. The detachment was proximal to the proximal bond. A microscopic examination of the proximal bond found that there was no issue with the bond. The inner lumen was stretched to 40mm from the point of separation to the distal end of the lumen. There was also a kink noted on the inner lumen at the detachment area. The two marker bands were present on the inner lumen. The proximal marker band was loose and moving along the inner lumen. The distal marker band was at the distal end of the inner lumen and was not moving. Tweezers were used to remove the balloon from the protector cap with a straight force; initially resistance was felt but then it was possible to remove the balloon from the protector cap with ease. The balloon material and blades were all in the correct channels of the protector cap and no damage was noted on the balloon. No other damage was noted on the device. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).